Event description:
Customer reported device = 100 mg/dl. Lab = 20 mg/dl. Customer stated a lab was peformed because the patient's symptoms did not match the device result. Patient was given insulin. Controls were in range. A request was made for return product and replacement product was sent.